Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump experienced persistent positioning issues. It was initially noted that the pump was under the papillary muscle. The pump was removed, flushed, and re-inserted, but continuous suction waveforms/alarms were seen. It appeared that the aortic valve leaflets were pushing the pump towards the wall of the heart confirmed via fluoroscopy/echo. The hospital staff elected to run support at p6 to avoid suction to manage the poor positioning. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.